Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a device not alarming when infusion complete could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that in ICU at the completion of a d5ns infusion, the user expected to receive an audible alarm notification. No alarm occurred and ¿infusion complete¿ was displayed on the screen. The infusion was started on (B)(6) 2018. The nurse who experienced the event did not know if the nurse programming the initial infusion on (B)(6) 2018 chose any delay options. No patient harm occurred. Devices will be sequestered for an event log review. No tubing was sequestered.